Manufacturer narrative:
The engineering evaluation was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to loosening of cement mantle with thigh pain during gait. This event report was received through clinical data collection activities.